Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received information from a customer that reported that during a pt procedure, the table top moved on its own into the gantry (approx 1.5 ft) and then stopped. There was no report of harm to the pt.